Event description:
The customer called to report that they were hospitalized for dka. It was indicated that pt was experiencing high blood glucoses the day before the event and only treated with the pump. The customer was unsure when the last set change was done and said that they were due for a set change. While troubleshooting the pump, the pump gave an off no power alarm. The customer was still at the hosp and didn't have extra batteries or supplies to finish troubleshooting. It was conveyed that the customer believes the cause was a site related issue, but the md believes that it was pump related. The customer was instructed to call back to finish troubleshooting.